Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/08/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked below the bumper pad. The investigation was unable to duplicate the complaint about the battery cap having stripped threads. There was no damage observed to the returned battery cap; it was able to tighten to the test pump and its contact height was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.